Manufacturer narrative:
A review of the implant's manufacturing record indicates tht it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial component. It was reported by the patient's counsel that the patient also received both the tm tibial component and the tm patella implant on (B)(6) 2014 and experienced "problems" ever since. A recent bone scan revealed loosening. A revision surgery is in discussion but scheduling was not confirmed. Note that the tibial component is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.